Event description:
There is an upcoming revision surgery. The plan is to revise to inbone tibia and inbone or invision talus. The implant appears loose on both sides.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
There is an upcoming revision surgery. The plan is to revise to inbone tibia and inbone or invision talus. The implant appears loose on both sides.

Manufacturer narrative:
Please note the correction made to the h6 results code and conclusion code: the complaint was confirmed, since the information for evaluation matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows clear radiolucence and some cavities around the implant. It is loosened, some migration is very likely, but it cannot be confirmed completely with the given information (missing comparison with previous images). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.